Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with 2 proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, both proglide devices met resistance with the anatomy during advancement and removal. The sutures were pre-placed without issue. The sheath was upsized to a 14f. While attempting to close, the knots were advanced, but hemostasis was not achieved. A cut down was performed. Additionally, the same occurred on the calcified left common femoral artery as suture placement was attempted with 2 proglide devices. Both devices met resistance during advancement and removal. The sheath was upsized to a 14f and the evar procedure was completed. While attempting to close, the knots were advanced, but hemostasis was not achieved. A cut down was performed. Per the physician, this was due to the patients calcified and tortuous anatomy. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.